Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was found in backup vvi mode. Technical support was contacted and reprogrammed the device to resolve the event. The patient was stable.